Manufacturer narrative:
Product analysis: analysis found that the liquid-crystal display (lcd) was electrically out of specification; the lower part of the display had multiple missing lines. The cap of the battery drawer was also noted to be loose, but this did not affect functionality. Bails and bail covers were observed to be missing, and the lower and upper cases were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis noted that the cap of the battery drawer was loose, but this did not affect the functionality of the external pulse generator (epg). Analysis also noted all the bails and bail covers were missing and the lower part of the display had multiple lines missing on the liquid-crystal display (lcd), and the lower and upper cases were both broken. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.